Manufacturer narrative:
No additional information has been provided. A supplemental regulatory report will be submitted to report the investigation findings.

Event description:
It was reported that power module battery clip was damaged. The device was taken out of use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module was able to be confirmed. The power module (serial number: (B)(6)) was returned for analysis and was evaluated and tested. The power module was unable to start up due to the damaged battery clip. The clip was replaced, and the unit started as intended. The unit was placed in a mock loop and was able to power a pump with no alarms active. The power module was able to function as intended following the repair. The damaged housing was replaced, and preventative maintenance was performed. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.